Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states that the metal guide came out of the end of the catheter. The nurse took notice of the issue before attempting to install the catheter in the child.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. No actual or representative sample was returned for investigation. Therefore, complaint investigation was based on document review. Protruded stylet wire most likely occurred when it was not inserted correctly, or the tube was bended or curved. The provided stylet wire could be advanced and removed to give support to the catheter. Adherence to instruction as indicated in product IFU is important to prevent such incident. Therefore, this complaint could not be confirmed.

Event description:
The complaint states that the metal guide came out of the end of the catheter. The nurse took notice of the issue before attempting to install the catheter in the child.